Event description:
The customer reported that moisture in the reservoir was noticed. The customer stated that the reservoirs were wet in the inside where the plunger goes into, but they are not wet on the outside. The blood glucose reading was 250mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.